Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the skin graft mesher sn (B)(4) by (B)(6) on (B)(6) 2020 revealed there was a damaged comb and roller. The pretest could not be performed due to the damaged comb. Product repair: repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: comb, gear, and bottom roller additional repair included the device being disassembled, cleaned, tested, and calibrated to specifications the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection, this unit was found in need of repair. Investigation found a damaged comb. No adverse event was reported as a result of this malfunction.